Manufacturer narrative:
Add'l narrative: device available for evaluation. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The complaint states during tha procedure the acetabular cup and linner could not be fixed. Changed the new acetabular system to complete. There was no report on patient injury. A complaint database search and review of manufacturing records did not identify any anomalies. The devices were inspected by the manufacturing site. With regard to the shell there was damage noted, however the features measures met specification. The snap ring was damaged. With regard to the liner it was not possible to cmm the part due to the damage sustained. The part was measured with a 10x overlay and passed inspection. As the devices met specification, no anomalies noted in the DHR or complaints databases the complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per (B)(4). Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During tha procedure the acetabular cup and liner could not be fixed.